Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bct-1 suture anchor, biocomposite¿ corkscrew® ft, vented 5.5 mm, batch 15489699 was received for evaluation. During the visual evaluation, it was observed that the anchor was broken and missing half of its body. The anchor had been passed through the suture. No additional damage was identified on the suture, the inserter tip, or the handle. A functional test was not performed due to device damage. The most likely cause of the reported failure is user error, including improper bone preparation, excessive side-loading forces, and leveraging the device during insertion/use. Refer to the investigation pictures. The complaint allegation about the corkscrew broke was confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the corckscrew broke. All broken parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.